Event description:
It was reported the patient experienced stinging and overstimulation at the ipg pocket site. The patient also reported the stinging worsens with inconsistent increasing amplitude and surges. X-rays did not reveal any anomalies. The patient may undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.